Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements greater than 2000 ohms due to a lead fracture. Therefore, during the elective procedure to replace this patient's associated device, this atrial lead was removed from service and replaced. The physician stated that the lead fractured due to being implanted too close to this patient's clavicle. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.